Manufacturer narrative:
Corrected data: reported lot number h480407 is incorrect. Lot number is not legible on the device, therefore lot number is unknown. UDI number. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patients height reported as 5 feet 4 inches. Additional device product codes: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the drill bit broke off during a distal radius fracture procedure on (B)(6) 2017. All fragments were retrieved. A new drill bit was used to successfully complete the surgery with no delay. The patient outcome was reported as good. This report is for one (1) 2.0mm drill bit/qc/125mm. This is report 1 of 1 for complaint (B)(4).